Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged cartridge alarm 6: it was reported that a cartridge alarm 6 occurred during the load sequence or during basal/bolus delivery. The issue was resolved by clearing the alarm, loading a new cartridge and/or infusion set, or reverting to an alternate method of insulin delivery. There was no adverse effect.